Event description:
Related manufacturer reference number: 3006705815-2023-05788. It was reported that after falling twice patient lost stimulation and the leads had migrated. Surgical invention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The reported of event cannot be confirmed or not confirmed for lead migration through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead (b) passed the functional test. The cause of the reported event remains unknown.